Event description:
It was reported that, during set-up for a cori assisted tka, a real intelligence robotic drill failed a maximum speed test, and it was not possible to complete the first part of calibration. The procedure was resumed, after a non-significant delay, by changing to a manual procedure. Since the issue was noticed before procedure, patient was not yet involved.

Manufacturer narrative:
Internal complaint number: (B)(4).

Manufacturer narrative:
Section h10: the real intelligence robotic cori drill rob10013, (B)(6), intended for use in treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. A key performance characteristics (kpc) test was performed and passed without any failures occurring. The kpc test was repeated multiple times and passed every time. A test case was performed and could be completed without any failures occurring. The drill was opened for further investigation. The exposure motor was tested and passed. The dill was disassembled, no defects were found. The drill was reassembled and a test case and kpc test were performed again and passed. An engineering review was completed. The exposure motor was tested and found to be responsive. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an intermittent connection within the drill or console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).